Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the white power cable was not confirmed. The reported power cable disconnect alarms were confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 2 days ( (B)(6) 2021 per timestamp). Throughout the log file are multiple atypical power cable disconnects only the white power cable. These alarms only occurred while connected to the power module and they cleared on their own. There were no other notable alarms in the log file. Pump operation was not affected. Additional information indicated that the system controller (serial #: (B)(6)) was not returning for analysis. The root causes of the reported events were unable to be determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it is reported there was damage to the wires of the white power cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review and multiple strings of power cable disconnects while on the power module were captured. The alarms did not appear to be occurring while tethered on batteries, which suggested there was a possible issue with the controller white power lead. The patient had two more observed events that were directly attributable to the white power cable on the controller. There was no interruption in pump support during these events. The patient underwent a controller exchange with no issues. The controller was not returned for evaluation.

Event description:
It was reported that the patient's log files were sent for review and multiple strings of power cable disconnects while on the power module were captured. The alarms did not appear to be occurring while tethered on batteries, which suggested there was a possible issue with the controller white power lead. The patient had two more observed events that were directly attributable to the white power cable on the controller. There was no interruption in pump support during these events. The patient underwent a controller exchange with no issues. The controller was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.